Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the cutting forceps hand piece began to activate on its own. The hand piece was not yet used on the patient. The procedure was completed using a different but similar device. No patient injury.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device malfunction. The device was plugged into an olympus test generator (esg-400) and a ¿data transfer¿ error displayed. The error was cleared and the blue coag button was tested and noted that the blue coag button would activate with a very slight touch. The blue button was removed and revealed that the left dome switch was collapsed. The collapsed dome switch causes a closed electrical circuit which will activate the device on its own or cause an error code on the generator when plugged in.